Event description:
It was observed during the device inspection, white foreign material was found inside the air/water channel of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. During inspection, foreign material was also noted in the insertion section and distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material and root cause could not be determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.